Manufacturer narrative:
H3: the polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The scu reset switch cable was returned to the manufacturer for evaluation. It was reported that the cable was returned with both ends cut off. Preventing further testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the navigation relay for the navigation system was returned to the manufacturer for evaluation. It was reported that there was no output from the unit with power applied to it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of d11) pn: 9734172. Ln/sn: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the transceiver for the navigation system was returned to the manufacturer for evaluation. The transceiver was found to be fully functional and the reported issue could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation, correction: it was clarified that a new cable between the camera and amplifier was placed, and a new relay unit was placed. The general failure had been resolved. The navigation system passed a system checkout and was found to be performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) tested the equipment at the site and also completed a system checkout. It was found that the camera boom was not fixed, so the arm could turn 360 degrees and the camera connection could twist. The arm was fixed with nimbus screws. This was thought to have resolved the intermittent camera connection, but the issue ended up reoccurring. From further testing, it was noted that the cable from the camera to the amplifier may have been bent in the boom. A cable was replaced and a new cable was installed, but the connection between the camera and relay unit was not good following the part replacement. The camera connection failed. The rep later found that the installation of the system failed without warning, and that after rebooting the interface and server, the no camera connection issue reoccurred. The rep then performed further testing to troubleshoot the issue. The rep started up the interface box and then 30 seconds later the server. The rep could hear the camera beep, and then the rep started the application. When the rep tried to use the tracking view in the spine application, the rep could see that the camera was not connected based on the camera icon. The rep tried resetting the interface box several times, but this did not resolve the issue as the camera was still not connected. The rep also rebooted the server 3 times with no resolve. The 2 green leds from the camera were gone, and no active leds were found anymore. Through troubleshooting and testing it was suspected that there was an issue beyond the camera cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not connected. The camera was in a red status on the screen and not connected. It was noted that the camera worked intermittently and the connection was intermittent. Additionally, all connections were checked. There was no patient present when this issue was observed.